Manufacturer narrative:
The customer alleged discrepant results with a second sample using the tina-quant hemoglobin a1c gen.3 assay tested on the cobas 8000 e 502 module. This patient is a male with a date of birth of (B)(6) 1981. The initial result was reported outside of the laboratory. The physician questioned the result as it did not match the patient's history, prompting the rerun on another c 502 module. On (B)(6) 2024, the initial result from the module was 7.7%. On (B)(6) 2024, the repeat result from a non-roche point of care (poc) instrument was 6.1%. The repeat result was deemed correct. The field service engineer (fes) replaced the damaged rinse tubing, adjusted the gear pump pressure to specifications, adjusted the cuvette rinse water levels, and replaced the sample probe. The fes performed mechanism checks, performed air purges, and verified the instrument by performing a hardware check by test performance and performing qc. The investigation determined the service actions resolved the issue.

Event description:
A customer alleged discrepant results with the tina-quant hemoglobin a1c gen.3 assay using the cobas 8000 e 502 module. The customer provided discrepant results for 1 patient sample where the initial result was 10.1 % and the repeat result was 5.5 %. The repeat results were deemed correct.

Manufacturer narrative:
The tina-quant hemoglobin a1c gen.3 reagent lot number is 76318801 with an expiration date of 5/31/2025. The field service engineer (fes) replaced the damaged rinse tubing, adjusted the gear pump pressure to specifications, adjusted the cuvette rinse water levels, and replaced the sample probe. The fes performed mechanism checks, performed air purges, and verified the instrument by performing a hardware check by test performance and performing qc. The investigation determined the service actions resolved the issue.